Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient suffered a hemorrhagic stroke and expired on (B)(6) 2014. It was reported that the patient's expiration was not device related and an autopsy was not performed. The pump was not explanted.

Manufacturer narrative:
A direct correlation between the device and the patient¿s stroke and outcome could not be determined. An autopsy was not performed and the device was not explanted. The instructions for use lists stroke and bleeding as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device ¿ 26 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.